Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Bone loss following implant instability caused by patient related periimplantitis is documented. Implant fracture was caused by mechanical overloading. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.